Manufacturer narrative:
Rod and cap side hoses.

Event description:
It was reported by service report that the cot was leaking from the rod side hose, cap side hose, and fill plug. It is unk if there was patient involvement or adverse consequences occurred.